Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent transvaginal hysterectomy due to fibroid uterus, sui, and menorrhagia. It was reported that patient underwent mesh revision/removal (revision of anterior wall, vaginal tape erosion 1 to 2 cm, patient unwilling to let tissue epithelize and granulate in) on (B)(6) 2006. It was reported that patient underwent mesh revision/removal on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient also experienced vaginal scarring, bladder perforation and infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.